Manufacturer narrative:
Citation: erlebach m et al. Transcatheter aortic valve replacement for a degenerated transcatheter valvea single center experience. The thoracic and cardiovascular surgeon. 2021. Doi: 10.1055/s-0041-1724038 earliest date of publish used for event date. Medtronic products referenced: corevalve (PMA# (B)(4) product code npt), evolut r (PMA# (B)(4), product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a retrospective analysis of the outcomes of the valve-in-valve implantation of a transcatheter aortic valve replacement (tavr) into a previously implanted, degenerated tavr. All data were collected from a single center between june 2007 and october 2020. The study population included 10 patients (predominantly female, mean age 82.2 years), 8 of whom were implanted with a medtronic evolut r transcatheter valve and 3 of whom were implanted with a previous medtronic corevalve transcatheter valve (unique device identifier numbers not provided). Among all patients, adverse events included: valve-in-valve replacement due to severe aortic stenosis and/or aortic insufficiency, elevated gradients (54.2mmhg peak gradient, 31.6mmhg mean gradient), paravalvular leak, access site stenosis requiring a stent implant, localized access site dissection. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.